Event description:
The patient fell out of the bed. After the trauma he reported to no longer have access to sound. Re-implantation is planned but a date has not been scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.